Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would only briefly turn on, before turning itself off again. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio- control further evaluated the customer's device and the root cause of the reported issue of the device readiness indicator displaying the charge-pak and attention symbols and the device unexpected shutdown was the fracture of the analog pcb bt2 positive terminal weld. This resulted in low voltage causing the device to not remain powered on. The device was destructively tested. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device would only briefly turn on, before turning itself off again. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.